Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, the device was unable to communicate with programmer. A magnet response was detected at a rate of 75 ppm. No known intervention has been performed, further information was requested but not received. The patient was in stable condition.

Event description:
Additional information was received that the device was explanted and replaced due to normal elective replacement indicator (eri). The patient was stable.